Manufacturer narrative:
The field service engineer was at the customer site and observed that the instrument had a disconnected tubing at the rbc bath filters. He reattached the tubing at the rbc bath filter and the instrument ran without any leaks. The repairs were verified as per service procedures. (B)(6).

Event description:
Customer reported observing a leak consisting of a diluent mixture at the cap pierce station of their coulter ac·t diff 2 analyzer . The volume of the leak was approximately 2ml and was contained within instrument. The customer found the leak while troubleshooting aim alert errors. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.